Event description:
It was reported that the pt was experiencing pain at the lead site after the trial lead implant. The pt was admitted to the hosp. Additional info received reported that the leads were removed and the pt felt much better. It wa also reported that the pt wanted the implant based on the coverage he had received on the table.